Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was removed. Cultures were taken and medication administered. The ipg system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.